Event description:
It was reported that during a nephrectomy and adrenalectomy procedure, the device burned the diaphragm and left a burn mark in the shape of the jaws. Otherwise it was stated that the device worked fine. No additional medical intervention was needed for the burn.

Event description:
Received information from the surgeon: I don't think there has been any sequelae from the burn on the surface of the diaphram. It simply left the imprint of the jaw burned on the diaphram. She is home now and doing otherwise well.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Not reportable ratiomal: we have a medical opinion advising: to evaluate the potential effects of burns to internal organs and mucosa. Examples would include burns on the inside of the mouth and burns to internal organs such as small intestine and liver. What are the potential long-term effects. Special conditions: follow-up required at 5-7 days, to determine severity. A follow-up was done with the surgeon, advising: I don't think there has been any sequelae from the burn on the surface of the diaphram. It simply left the imprint of the jaw burned on the diaphram. She is home now and doing otherwise well.